Event description:
Healthcare professional reported left-side intracapsular rupture, fluid around the breast implant, capsular hypertrophy, hypertrophy of the capsule, and corrugated implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Postal code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.